Manufacturer narrative:
(B)(4). Additional data / failure investigation: field service technician on site found unit to have a bad internal power supply. Internal power supply and power cord were replaced by field service technician.

Event description:
Customer reports seeing visible smoke and sparking from the pyxis anesthesia 3500 system power cord during use. No harm caused to patient or user.